Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 132mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.